Manufacturer narrative:
This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter reported a 12.6mm, vticmo12.6, -13.0/1.0/087 (sphere/cylinder/axis), implantable collamer lens stuck in cartridge or injection system. It was reported that the lens was implanted and removed within the same surgery. There was no patient injury. On (B)(6) 2019 a replacement lens was implanted and the problem resolved. Cause of event was unknown.